Event description:
This is related to the amo moisture plus contact lens solution. Prior to this incident, I was a soft-contact lens wearer for about 10 years. I removed my contacts every night and cleaned them daily. I had no eye infections or problems with my contacts. I began using the amo solution after recommended by my contact lens eye doctor to help with my dry-eye problem. I began using the solution timeframe of 2006. Within a month of starting on the solution, I picked up an eye infection. My eyes looked completely red, they were itchy and irritated, I had trouble seeing comfortably during the daylight and had to wear sunglasses at work, and my vision decreased considerably over the course of 3 weeks. My vision was so poor, I almost couldn't see. I went to three eye care professionals before I was diagnosed with the eye infection. I was diagnosed with keratitis caused by an infection. The infection permanently distorted the surface of my cornea and I was told I was on the verge of going blind. I was on and off eye-drop steroids and anti-biotics for three months, and was visiting my eye doctor weekly for over a month. Although my vision has been restored, it has been almost a year since the initial infection and my eyes have not totally healed. I am no longer allowed to wear contacts, per my doctor's request, at the risk of damaging my corneas further with any subsequent infections. Dates of use: 2006. Diagnosis: remedy for dry eyes. Event abated after use stopped: yes.